Manufacturer narrative:
The manufacturer did not receive devices, or other source documents for review. Two x-rays were provided, post-op and post fracture. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a avenir mueller uncemented stem on (B)(6), 2015. The patient was revised on (B)(6), 2015. Due to the fracture of the lesser trochanter. It was stated that the technique for rasping the femoral canal was followed. It was also stated that the patient was overweight.

Manufacturer narrative:
A technical investigation was not possible to be performed, as the device was not at hand for investigation. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of incoming information: it was reported that a patient received a cemented avenir stem on (B)(6) 2015 and was revised on (B)(6) 2015 due to bone fracture in the area of greater trochanter. Exact bmi was not reported but the in the event details it is stated that the patient was overweighted. Two x-rays were provided for review, showing in both cases the left hip implant. Despite no date is available, it can be assumed that one was take after primary implantation and one after fracture; the first picture shows the implant parts well implanted in the bones. No conspicuous information detectable from this x-ray about bone structure. Since the x-ray shows only half of the pelvic bone, is very difficult to determine the inclination angle of the cup, but seems to be around 40°. The second x-ray shows the broken bone. A segment of bone is clearly detached in the region of lesser trochanter. Similarly, the greater trochanter is fractured and almost completely detached from femoral cortical bone. No particular signs of loosening visible around the implant still fixed on the bone. No other conspicuous information. Possible causes for the reported event according to dfmea: line 4 : fracture /damage /loosening of implant -> due to wrong behavior of the patient; high patient activity; patient disregards limits of the device. Line 23 : failure of stem -> due to mechanical properties of the material (wrong material). Comparison to investigation results whether it is possible and justification: line 4 : possible -> full patient history is unknown, cannot be excluded. Line 23 : not possible -> material compatibility specification certify the suitability of the material. It is high probable that patient behavior was a key factor which led to bone fracture. As reported in the event details, the patient was overweighed. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).